Event description:
The unit allegedly caught fire. The consumer has passed away. It is not known if the device caused or contributed to the consumers death. The dealer has provided two photos.

Event description:
The unit allegedly caught fire. The consumer has passed away. It is not known if the device caused or contributed to the consumer's death. The dealer has provided two photos.

Manufacturer narrative:
RMA 859544021l has been issued for the return of this device. Model irc5lxo2 with serial number (B)(4) is approximately 7 years old. The user manual part number (B)(4). It is unknown if the consumer had fully read an understood the users manual. The consumers death occurred on (B)(6) 2011. The decedent is a (B)(6) female (B)(6). Prior to this incident, on (B)(6) 2011 the decedent was admitted to the hospital for altered mental status, acute and chronic respiratory failure, acute drug overdose and, poisoning by an unspecified drug or medicinal substance. The decedents son stated that the decedent was an alcoholic and a cigarette smoker. The son felt she needed to be supervised in a nursing home. Three unsuccessful attempts have been made to obtain a police report and a fire department report. Photos were provided. Based on the photos alone, the fire appears to have originated outside of the device. This is based on the exterior burnt cannula, the tubing that leads from the consumer's oxygen mask to the device. The additional burns localized at the top of the device also indicate an external source. The burnt cannula may be indicative of the consumer smoking while using the device. (B)(6) fire department report was provided. The report states: cause of death: respiratory failure, chronic obstructive pulmonary disease (emphysema) and thermal injury. The consumer's blood alcohol was .221 and consumer weighs (B)(6). In addition, the consumer had .37 micrograms of citalopram found in the blood. The consumer's son indicated to the fire department that his mother was an alcoholic and a "heavy chain smoker". According to the report, cigarette butts were scattered throughout the room. The fire department feels the consumer was possibly smoking while using the "oxygen machine" causing a flash fire. In addition, the son stated that he had warned his mother on multiple occasions to not smoke while using the device, he stated she would not listen.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model irc5lxo2 with serial number (B)(4) is approximately 7 years old. The user manual part number 1118389 rev b (mar-04). It is unknown if the consumer had fully read an understood the users manual. The consumers death occurred on (B)(6) 2011. The decedent is a (B)(6) female who weighs (B)(6). Prior to this incident, on (B)(6) 2011, the decedent was admitted to the hospital for altered mental status, acute, and chronic respiratory failure, acute drug overdose and, poisoning by an unspecified drug or medicinal substance. The decedents son stated that the decedent was an alcoholic and a cigarette smoker. The son felt she needed to be supervised in a nursing home. Three unsuccessful attempts have been made to obtain a police report and a fire department report. Photos were provided. Based on the photos alone the fire appears to have originated outside of the device. This is based on the exterior burnt cannula, the tubing that leads from the poisoning oxygen mask to the device. The additional burns localized at the top of the device also indicate an external source. The burnt cannula may be indicative of the consumer smoking while using the device.